Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was stopper creep out or loose closure. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "after a bone marrow puncture, the specimen was transported to the lab. The cap was loosely closed and the sample leaked."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was stopper creep out or loose closure. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "after a bone marrow puncture, the specimen was transported to the lab. The cap was loosely closed and the sample leaked."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but one photo was provided for investigation. The photos were reviewed and the indicated failure mode for loose cap( shield/ stopper assembly issue) with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to loose cap as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose cap bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.